Event description:
A malfunction code was reported by the customer, identified as malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted them in doing so; after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappears, and they acknowledged this guidance.